Manufacturer narrative:
Title laparoscopic sleeve gastrectomy. Technical details and initial outcomes in 180 patients at a single institution source surg endosc page s397(2017). Article number: p338. Date of publication: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a research conducted for laparoscopic sleeve gastrectomy on 180 patients, there was one instance wherein the procedure was converted to open surgery because of technical problems with a stapler. Two leaks from the resection line, one reoperated and the other conservatively treated. One patient developed hemorrhage from the short gastric vessels necessitating reoperation and splenectomy. One pulmonary embolism from deep vein thrombosis conservatively treated.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. The event is no longer considered a serious injury MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.